Manufacturer narrative:
Device manufacture date unknown. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. Evaluation summary it was caused due to an excessive force applied on the jet tube in the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. This ec38-i10l scope was installed in (B)(6) 2021. On 12 mar 2016 the customer reported leak test failure and no image. The customer was asked to send the scope to (B)(6) for inspection. On receipt of the scope on 30 mar 2021 it was inspected and found the jet tube detached from the jet socket cylinder and there was water invasion throughout the scope including the drive pcb.